Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an injury playing golf in which he felt a pop and pain/swelling in the knee. X-ray showed patellar component dislodged and removal of patella was done arthroscopically. After removal of patellar component, patient failed to improve and on (B)(6) 2015 knee revision of the patellar component with a possible lateral release was done.

Manufacturer narrative:
A correction based on new information received